Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that six months after implant there was no diagnostic data stored. The patient was in permanent atrial fibrillation (af) and no atrial lead was connected. The device was reprogrammed to implant detect "off" and the issue was solved. The device remains in use. No patient complications have been reported as a result of this event.